Manufacturer narrative:
The device was not returned for analysis. The production records for this product could not be reviewed because the part number and/or lot number was not reported. A review of the corrective and preventive actions (CAPA) review was not performed because a specific failure mode for this complaint was not provided. Additionally, a review of the complaint history was not performed as a similarity could not be determined. The patient effect of death is listed in the prostyle instructions for use (IFU) as a potential adverse event associated with use of the suture mediated closure devices. Based on the case information, a conclusive cause for the reported patient effect of death, and the relationship to the product, if any, cannot be determined. A definitive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional patient effects and devices reported in the pmcf are captured under separate medwatch reports. B2 - date of death: estimated b3 - date of event: estimated d4 - the UDI is not known as the part and lot number were not provided. Literature attachment: article titled: post market clinical follow-up evaluation report vascular closure devices.

Event description:
This is filed to report patient death. It was reported through a post market clinical follow up (pmcf) evaluation report identifying the prostyle vessel closure device that may be related to the following adverse patient effects: death, hematoma, pseudoaneurysm, access site bleeding, occlusion, fistula, embolism, and edema, with blood transfusion, intervention and surgical intervention performed as treatment. Off-label use of only 1 prostyle device used during pre-close technique when closing with a sheath size greater than 8fr was reported. Details are listed in the attached article, titled post-market clinical follow-up evaluation report vascular closure devices.